Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Event description:
According to the reporter: ultra min device product jam. There were no patient symptoms / injuries related to this event.